Event description:
It was reported that the patient's right ventricular lead (non-boston scientific product) had fractured due to subclavian crush. During lead replacement, it was observed that the implanted pacemaker had migrated posteriorly/laterally above the diaphragm. A new lead was successfully attached to the pacemaker and the procedure was completed. No additional adverse patient effects were reported.